Manufacturer narrative:
Corrected data: h7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back (right below where the bra would hit) on (B)(6) 2015 or (B)(6) 2015 using coolcurve applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2015 using coolcurve applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower flanks on (B)(6) 2015 using coolcurve+ applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2016 using coolcurve applicator, to the left and right lower flanks on (B)(6) 2016 using coolcurve+ applicator, and to the back (right below where the bra would hit) on (B)(6) 2017 using coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as having a visible area of hard fat, it was non-tender, mobile and more firm on palpation compared to surrounding adipose tissue that was not treated. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper and lower abdomen in all four quadrants and the bilateral upper and lower flanks with paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back (right below where the bra would hit) on (B)(6) 2015 or (B)(6) 2015 using coolcurve applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2015 using coolcurve applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower flanks on (B)(6) 2015 using coolcurve+ applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2016 using coolcurve applicator, to the left and right lower flanks on (B)(6) 2016 using coolcurve+ applicator, and to the back (right below where the bra would hit) on (B)(6) 2017 using coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as having a visible area of hard fat, it was non-tender, mobile and more firm on palpation compared to surrounding adipose tissue that was not treated. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper and lower abdomen in all four quadrants and the bilateral upper and lower flanks with paradoxical adipose hyperplasia (pah)

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back (right below where the bra would hit) on (B)(6) 2015 using coolcurve applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2015 using coolcurve applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower flanks on (B)(6) 2015 using coolcurve+ applicator, to the right and left upper abdomen on (B)(6) 2015 using coolcore applicator, to the left and right lower abdomen on (B)(6) 2015 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the right and left upper abdomen on (B)(6) 2016 using coolcore applicator, to the back (right below where the bra would hit) on (B)(6) 2016 using coolcurve applicator, to the left and right lower flanks on (B)(6) 2016 using coolcurve+ applicator, and to the back (right below where the bra would hit) on (B)(6) 2017 using coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as having a visible area of hard fat, it was non-tender, mobile and more firm on palpation compared to surrounding adipose tissue that was not treated. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper and lower abdomen in all four quadrants and the bilateral upper and lower flanks with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.